Event description:
The tech alleged that the bed has no power. No pt impact.

Manufacturer narrative:
The tech found liquid in the power control board. The tech replaced the power control board assembly to resolve the issue.